Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Patient reporting that he has experienced issues with leaky head sets resulting in wet adhesive plaster over the past few months. Patient advised that he experienced elevated blood glucose levels of 16 mmol/l and despite delivering boluses of approximately 10 units, he was unable to bring his blood glucose levels back within range. Patient checked his site and discovered that the one side of the adhesive plaster was wet due to a leaky headset. No adverse event alleged. This headset has been disposed of and is not available for return. Affiliate requested return of any unused infusion sets & headsets.